Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked battery tube thread, cracked case near the display window corner, and minor scratches on the display window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.